Event description:
The customer reported to olympus, the power button was broken on the evis exera iii xexnon light source. It is unknown when the event occurred. The device was returned for evaluation. During the device evaluation, error code b30 was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found that in addition to the b30 error there was also a faulty scope. Also the front panel is discolored and cracked, top cover is bent, and a broken power button. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is like that the event reported as "power can not be turned on" occurred because the old version power switch was used and the sliding motion became poor. Additionally, it's likely the event "b30 scope communication error " occured due to a faulty output connector. The following is included in the instructions for use: " warning never install a lamp that has not been approved by olympus. The use of a nonapproved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire." Three attempts were made to obtain additional information regarding the reported event, but no response was received from the customer. Olympus will continue to monitor field performance for this device.